Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted wear in both the internal and the external insulation approximately 26 centimeters from the is-1 terminal pin. An x-ray performed showed the outer coil to be fractured in this area as well. No inner insulation fractured was observed. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, low r-waves, and a pacing impedance measurement of 200 ohms an x-ray taken had showed the rv lead had fractured. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.